Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation, the balloon ruptured. The device was removed without any issue and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition post procedure.